Event description:
The service report shows the customer reported that, the 7200 ventilator delivered high peak pressure, while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the occluded expiratory filter. The unit passed extended self testing.

Manufacturer narrative:
The device was built in 1993 and the hours of use was 90,615.